Manufacturer narrative:
The exact cause of the alleged audible noise could not be determined from the information provided. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that, the patient is experiencing "vibration in this hip while walking, popping, and squeaking, and pain in the hip."